Event description:
It was reported that during band prep for a laparoscopic gastric band procedure, air bubbles were noticed. A new band was pulled and the case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Punctured. The band/balloon with 60cm of catheter and the one-way valve were returned for evaluation. The complaint was confirmed, upon visual inspection, it was observed that a puncture was present on the balloon. This puncture was probably performed by a sharp instrument (a needle). While it is not possible to provide a definitive root cause for the reported event it is noted that fluid leakage is a recognized event associated with gastric banding and the realize adjustable gastric band. Its causes and consequences are outlined within the product's instructions for use (IFU). Manufacturing practices were reviewed and it was noted that all devices are leak tested prior to lot release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.